Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. A total of 2 products occurred with needle pull off issue during passage through tissue. Changed to another one to complete the surgery. The 2 actual samples were discarded. The surgeon refused to use the remaining 30 sterile products from the same lot. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: when did the two needles pull off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If other, please explain. During passage through tissue. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.